Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional narrative: it was reported that after implantation the patient experienced pain, infection, recurrence, dyspareunia , urinary and bowel problems. (B)(4) - undefined recurrence; dyspareunia; urinary and bowel problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, resection of small bowel with side-to side anastomosis, resection of sigmoid colon with end-to-end anastomosis, salpingo-oophorectomy and cystoscopy on (B)(6) 2006 due to a large pelvic mass.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.